Event description:
It was reported that the universal modular electric/battery single trigger handpiece stopped working. The battery was taken off for a reset numerous times and the handpiece would work for a few seconds and then stop again. Surgery was completed with an alternate device. There was no report of surgical delay or pt injury associated with the event.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.